Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17184. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008699 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008699 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac m12 on 18-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly lot 4h00572 was manufactured according to the wi version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. Lot 4h00573 was manufactured according to the wi version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. Lot 4h00571 was manufactured according to the wi version 27 and assembled in the quickset line, on 18-aug-2024, with a total of (B)(4) units. Lot 4h00577 was manufactured according to the wi version 27 and assembled in the quickset line, on 20-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4h00470 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 17-aug-2024, with a total of (B)(4) units. The lot 4h00471 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 18-aug-2024, with a total of (B)(4) units. The lot 4g06095 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 06-ago-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient stated that the insulin exits tubing greater than normal resistance with plunger push. The patient's blood glucose was high. No further information available.